Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a leaking cartridge during a supply change after the cartridge had run low. The patient¿s caregiver was unsure of the source of the leak. The patient was instructed to clean the chamber with a cotton swab, load a new cartridge with insulin, fill the tubing, and connect the infusion set. The patient was also experiencing issues with the dexcom g7 not connecting to the ilet due to an incorrect sensor code being entered. After the correct code was entered, the g7 sensor failed. The patient was then assisted with pairing a new g7 sensor, and successful readings were restored on both the ilet and the patient¿s phone. The caregiver attempted to send a photo of the cartridge, but it did not transmit and planned to attempt again while retaining the cartridge in case it was needed for return. Educational tutorial videos were provided. The patient reported bg levels over 200 mg/dl for approximately one hour due to the issue but did not use backup therapy, did not test ketones, and did not require medical intervention or other assistance. No adverse health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.